Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a car accident with low blood glucose of 24 mg/dl at the time of incident. The customer's blood glucose was 160 mg/dl at the time of call. The customer stated that the drive support cap was flush. The customer stated that the emergency medical services came and treated the customer. The customer reported that they believe that the insulin pump over delivered. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads.